Manufacturer narrative:
(B)(4). This report is for a report of a check supply line. The used sample was not returned to baxter for evaluation. Per the report, the patient noticed that the supply bag was not completely spiked. From the data within the report, the root cause was user error. This review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A care giver (cg) contacted global technical services regarding a check supply line alarm that occurred on the home choice (hc) unit during prime. The technical service representative (tsr) had the cg check the supply line for kinks/closed clamps; the cg found the spike was not pushed in all the way. The cg pushed in the spike this corrected the alarm and the prime resumed. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample is not available at this time. Should additional information become available, a follow up MDR will be sent.